Event description:
The generator was retrieved to troubleshoot in an empty room in the hospital. They tried to connect 2-3 times and at first it failed but the last time it connected successfully. The physician still thinks the communication is poor and unstable. Error code 309 was observed which is a communication error message, "failed to respond to interrogation", indicating an issue between the generator and wand. No further relevant information has been received to date.

Event description:
It was reported that repeated intraoperative tests failed to connect to the generator. Attempts were made to adjust the position of the wand, restart the wand, reconnect the wand, replace the wand battery, and other troubleshooting, but it still failed to connect. The doctor suggested to connect to another generator, which worked. The error message was noted to be error code 374, which is a communication error. It was noted that troubleshooting was performed to reduce emi, including the removal of potentially interfering electronics. Programming data was reviewed. It shows that the device was able to be interrogated on the day of the event however attempted system diagnostic tests were unsuccessful due to communication being interrupted. The generator was not implanted, the backup generator was used instead. The suspect generator has not been received for analysis to date. The device history records of the generator were reviewed. The device passed final quality and functional specifications prior to release. No further relevant information has been received to date.